Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the day of the event, the patient took a fingerstick the cgm was reading 56 mg/dl with 2 arrows down and the blood glucose reading was 33 mg/dl. After the fingerstick was taken, the patient experienced being confused, sweating, shaking, and had a mild seizure. The patient confirmed she was conscious and responsive during the event and was able to call an ambulance. The patient was treated with some juice and sweets and when the paramedics left, the blood glucose reading was 109 mg/dl while the cgm reading was 86 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
The patient was able to self-treat and took some juice and sweets befor the paramedics arrived. When the paramedics left, the blood glucose reading was 109 mg/dl while the cgm reading was 86 mg/dl, and it was no further treatment was reported to be needed.

Manufacturer narrative:
(B)(4). Describe event or problem - correction the following statement in the initial MDR, "the patient was treated with some juice and sweets and when the paramedics left, the blood glucose reading was 109 mg/dl while the cgm reading was 86 mg/dl."correction.